Event description:
It was reported that during surgery, patient had an iatrogenic fracture in the lateral tibial shaft due to change in the surgical technique delay from (0-30) minutes reported.

Manufacturer narrative:
The associated trigen hindfoot fusion nail was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Therefore, the review of the manufacturing records and complaint history were conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. It was reported that in this procedure the surgeon employed a technique that is not to the guidelines of the surgical techniques. However, per report the surgeon was satisfied with the result. Our clinical evaluation noted that neither the requested clinical information, radiographs, operative report nor the explant were provided for inclusion in this investigation. The future impact to the patient beyond the revision cannot be determined. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.